Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours on the hip/buttocks. The patient visited the hospital where the doctor released purulent discharge from the site, prescribed ospexin antibiotics and the patient was released home. The patient was advised to come back to the hospital everyday to change the bandage. On the third visit to have the bandage changed, the doctor noticed the site was not healing and the patient was hospitalized. Additional information regarding hospitalization was solicited but unavailable.